Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a broken cap with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to broken cap was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a broken cap with the incident lot was observed. Evaluation of the customer samples was conducted and improper assembly was observed. Additionally, evaluation of the retain samples was conducted and improper assembly was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sentry¿ safety lancet experienced a broken lid/cap. The customer reported, "the cap was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sentry¿ safety lancet experienced a broken lid/cap. The customer reported, "the cap was broken."